Manufacturer narrative:
Patient¿s date of birth/age and weight are unknown. Additional device product codes: erl, hbe device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter¿s phone number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that two (2) drill bits broke during cmf surgery on (B)(6) 2017. There was no patient harm. There was no surgery delay. This report is for one (1) 1.1mm drill bit/mini qc with 12mm stop/44.5mm. This is report 2 of 2 for complaint (B)(4).